Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration and/or perforation/perforation of internal organs'), device breakage ('device breakage'), fallopian tube perforation ('fallopian tube rupture'), device expulsion ('malposition of essure device location of device: endometrium/one essure coil was lodged in uterus/migration of the essure device'), colon cancer ('tumor / teratoma / cancer type: colon cancer') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure (batch no. 678812) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specifyno". The patient's previously administered products included for an unreported indication: wellbutrin. Concurrent conditions included asthma, anxiety, depression and uterine bleeding. Concomitant products included acetylcarnitine hydrochloride (neurotin), diazepam and omeprazole (protonix). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal discharge ("discharge"). In (B)(6) 2010, the patient experienced migraine ("migraines"), headache ("headache"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dyspareunia ("dyspareunia"). In 2010, the patient experienced pelvic pain ("severe pelvic pain"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), endometriosis ("endometriosis"), cystitis ("cystitis"), infection ("infections"), amnesia ("prolonged memory loss"), dysgeusia ("metallic taste in mouth"), alopecia ("hair loss"), dental caries ("tooth decay"), fatigue ("fatigue"), nausea ("nausea"), abdominal pain ("severe abdominal pain"), abdominal pain lower ("severe cramping"), abdominal distension ("abdominal bloating"), dysmenorrhoea ("debilitating menstrual pain"), menstruation irregular ("irregular menstrual cycles"), hypersensitivity ("allergic and/or hypersensitivity reactions") and rash ("rashes") and was found to have colon cancer (seriousness criterion medically significant). The patient was treated with surgery (supracervical hysterectomy (uterus only), bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, device breakage, fallopian tube perforation, device expulsion, colon cancer, genital haemorrhage, endometriosis, cystitis, infection, amnesia, dysgeusia, alopecia, dental caries, abdominal pain, abdominal pain lower, abdominal distension, dysmenorrhoea, menstruation irregular, hypersensitivity and rash outcome was unknown, the fatigue, nausea, migraine, headache, pelvic pain, dyspareunia and vaginal discharge was resolving and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, amnesia, colon cancer, cystitis, dental caries, device breakage, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, infection, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, perforation, rash, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient sought treatment on multiple occasions for symptoms. She was forced to undergo a major surgery as a result of her essure implants. She has been left with serious injuries. Quality-safety evaluation of ptc: unable to confirm complaint . Amendment: the report was amended for the following reason: upon internal review it was identified this case found to be duplicate of case . (B)(4) . All information , source document , reference numbers are transferred from (B)(4) (deletion case) to this (B)(4) (retention case). Reporter information updated. No new follow-up information was received from the reporter. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration and/or perforation/perforation of internal organs'), device breakage ('device breakage'), fallopian tube perforation ('fallopian tube rupture'), device expulsion ('malposition of essure device location of device: endometrium/one essure coil was lodged in uterus/migration of the essure device'), colon cancer ('tumor / teratoma / cancer type: colon cancer') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure (batch no. 678812) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specifyno". The patient's previously administered products included for an unreported indication: wellbutrin. Concurrent conditions included asthma, anxiety, depression and uterine bleeding. Concomitant products included acetylcarnitine hydrochloride (neurotin), diazepam and omeprazole (protonix). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2010, the patient experienced migraine ("migraines"), headache ("headache"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced fatigue ("fatigue") and pelvic pain ("severe pelvic pain"). In (B)(6) 2010, the patient experienced nausea ("nausea"). In 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), endometriosis ("endometriosis"), cystitis ("cystitis"), infection ("infections"), amnesia ("prolonged memory loss"), dysgeusia ("metallic taste in mouth"), alopecia ("hair loss"), dental caries ("tooth decay"), abdominal pain ("severe abdominal pain"), abdominal pain lower ("severe cramping"), abdominal distension ("abdominal bloating"), dysmenorrhoea ("debilitating menstrual pain"), menstruation irregular ("irregular menstrual cycles"), hypersensitivity ("allergic and/or hypersensitivity reactions") and rash ("rashes") and was found to have colon cancer (seriousness criterion medically significant). The patient was treated with surgery (ablation on (B)(6) 2010 and supracervical hysterectomy (uterus only), bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, device breakage, fallopian tube perforation, device expulsion, colon cancer, genital haemorrhage, endometriosis, cystitis, infection, amnesia, dysgeusia, alopecia, dental caries, abdominal pain lower, abdominal distension, dysmenorrhoea, menstruation irregular, hypersensitivity and rash outcome was unknown and the fatigue, nausea, migraine, headache, pelvic pain, abdominal pain, menorrhagia, vaginal haemorrhage, dyspareunia and vaginal discharge had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, amnesia, colon cancer, cystitis, dental caries, device breakage, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, infection, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, perforation, rash, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient sought treatment on multiple occasions for symptoms. She was forced to undergo a major surgery as a result of her essure implants. She has been left with serious injuries. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of colon cancer ('tumor / teratoma / cancer type: colon cancer'), perforation ('migration and/or perforation'), device breakage ('device breakage'), fallopian tube perforation ('fallopian tube rupture'), device expulsion ('malposition of essure device location of device: endometrium/one essure coil was lodged in uterus') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure (batch no. 678812) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specifyno". The patient's previously administered products included for an unreported indication: wellbutrin. Concurrent conditions included asthma, anxiety, depression and uterine bleeding. Concomitant products included acetylcarnitine hydrochloride (neurotin), diazepam and omeprazole (protonix). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal discharge ("discharge"). In (B)(6) 2010, the patient experienced migraine ("migraines"), headache ("headache"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dyspareunia ("dyspareunia"). In 2010, the patient experienced pelvic pain ("severe pelvic pain"). On an unknown date, the patient was found to have colon cancer (seriousness criterion medically significant) and experienced perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), endometriosis ("endometriosis"), cystitis ("cystitis"), infection ("infections"), amnesia ("prolonged memory loss"), dysgeusia ("metallic taste in mouth"), alopecia ("hair loss"), dental caries ("tooth decay"), fatigue ("fatigue"), nausea ("nausea"), abdominal pain ("severe abdominal pain"), abdominal pain lower ("severe cramping"), abdominal distension ("abdominal bloating"), dysmenorrhoea ("debilitating menstrual pain"), menstruation irregular ("irregular menstrual cycles"), hypersensitivity ("allergic and/or hypersensitivity reactions") and rash ("rashes"). The patient was treated with surgery (supracervical hysterectomy (uterus only), bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the colon cancer, perforation, device breakage, fallopian tube perforation, device expulsion, genital haemorrhage, endometriosis, cystitis, infection, amnesia, dysgeusia, alopecia, dental caries, abdominal pain, abdominal pain lower, abdominal distension, dysmenorrhoea, menstruation irregular, hypersensitivity and rash outcome was unknown, the fatigue, nausea, migraine, headache, pelvic pain, dyspareunia and vaginal discharge was resolving and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, amnesia, colon cancer, cystitis, dental caries, device breakage, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, infection, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, perforation, rash, vaginal discharge and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jun-2019: pfs received : event added- device monitoring procedure not performed. Events outcome updated, events onset date added. Concomitant drug and historical drugs were added. Incident we received a lot number sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration and/or perforation/perforation of internal organs'), device breakage ('device breakage'), fallopian tube perforation ('fallopian tube rupture'), device expulsion ('malposition of essure device location of device: endometrium/one essure coil was lodged in uterus/migration of the essure device'), colon cancer ('tumor / teratoma / cancer type: colon cancer') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure (batch no. 678812) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's previously administered products included for an unreported indication: wellbutrin. Concurrent conditions included asthma, anxiety, depression and uterine bleeding. Concomitant products included acetylcarnitine hydrochloride (neurotin), diazepam and omeprazole (protonix). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2010, the patient experienced migraine ("migraines"), headache ("headache"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced fatigue ("fatigue") and pelvic pain ("severe pelvic pain"). In (B)(6) 2010, the patient experienced nausea ("nausea"). In 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), endometriosis ("endometriosis"), cystitis ("cystitis"), infection ("infections"), amnesia ("prolonged memory loss"), dysgeusia ("metallic taste in mouth"), alopecia ("hair loss"), dental caries ("tooth decay"), abdominal pain ("severe abdominal pain"), abdominal pain lower ("severe cramping"), abdominal distension ("abdominal bloating"), dysmenorrhoea ("debilitating menstrual pain"), menstruation irregular ("irregular menstrual cycles"), hypersensitivity ("allergic and/or hypersensitivity reactions") and rash ("rashes") and was found to have colon cancer (seriousness criterion medically significant). The patient was treated with surgery (ablation on (B)(6) 2010 and supracervical hysterectomy (uterus only), bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, device breakage, fallopian tube perforation, device expulsion, colon cancer, genital haemorrhage, endometriosis, cystitis, infection, amnesia, dysgeusia, alopecia, dental caries, abdominal pain lower, abdominal distension, dysmenorrhoea, menstruation irregular, hypersensitivity and rash outcome was unknown and the fatigue, nausea, migraine, headache, pelvic pain, abdominal pain, menorrhagia, vaginal haemorrhage, dyspareunia and vaginal discharge had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, amnesia, colon cancer, cystitis, dental caries, device breakage, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, infection, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, perforation, rash, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient sought treatment on multiple occasions for symptoms. She was forced to undergo a major surgery as a result of her essure implants. She has been left with serious injuries. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-mar-2020: pif received: ablation was added in non drug treatment received to event genital bleeding with seriousness criteria intervention required tick. Reporter details added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of colon cancer ("tumor / teratoma / cancer type: colon cancer"), perforation ("migration and/or perforation"), device breakage ("device breakage"), fallopian tube perforation ("fallopian tube rupture"), device expulsion ("malposition of essure device location of device: endometrium/one essure coil was lodged in uterus") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. 678812) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included asthma, anxiety, depression and uterine bleeding. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced colon cancer (seriousness criterion medically significant), perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), endometriosis ("endometriosis"), cystitis ("cystitis"), infection ("infections"), amnesia ("prolonged memory loss"), dysgeusia ("metallic taste in mouth"), alopecia ("hair loss"), dental caries ("tooth decay"), fatigue ("fatigue"), nausea ("nausea"), migraine ("migraines"), headache ("headache"), pelvic pain ("severe pelvic pain"), abdominal pain ("severe abdominal pain"), abdominal pain lower ("severe cramping"), abdominal distension ("abdominal bloating"), dysmenorrhoea ("debilitating menstrual pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menstruation irregular ("irregular menstrual cycles"), dyspareunia ("dyspareunia"), hypersensitivity ("allergic and/or hypersensitivity reactions"), rash ("rashes") and vaginal discharge ("discharge"). The patient was treated with surgery (supracervical hysterectomy (uterus only), bilateral salpingectomy), surgery (supracervical hysterectomy (uterus only), bilateral salpingectomy), surgery (supracervical hysterectomy (uterus only), bilateral salpingectomy) and surgery (supracervical hysterectomy (uterus only), bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the colon cancer, perforation, device breakage, fallopian tube perforation, device expulsion, genital haemorrhage, endometriosis, cystitis, infection, amnesia, dysgeusia, alopecia, dental caries, fatigue, nausea, migraine, headache, pelvic pain, abdominal pain, abdominal pain lower, abdominal distension, dysmenorrhoea, menstruation irregular, dyspareunia, hypersensitivity and rash outcome was unknown and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, amnesia, colon cancer, cystitis, dental caries, device breakage, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, infection, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, perforation, rash, vaginal discharge and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of colon cancer ("tumor / teratoma / cancer type: colon cancer"), perforation ("migration and/or perforation"), device breakage ("device breakage"), fallopian tube perforation ("fallopian tube rupture"), device expulsion ("malposition of essure device location of device: endometrium/one essure coil was lodged in uterus") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. 678812) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included asthma, anxiety, depression and uterine bleeding. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced colon cancer (seriousness criterion medically significant), perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), endometriosis ("endometriosis"), cystitis ("cystitis"), infection ("infections"), amnesia ("prolonged memory loss"), dysgeusia ("metallic taste in mouth"), alopecia ("hair loss"), dental caries ("tooth decay"), fatigue ("fatigue"), nausea ("nausea"), migraine ("migraines"), headache ("headache"), pelvic pain ("severe pelvic pain"), abdominal pain ("severe abdominal pain"), abdominal pain lower ("severe cramping"), abdominal distension ("abdominal bloating"), dysmenorrhoea ("debilitating menstrual pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menstruation irregular ("irregular menstrual cycles"), dyspareunia ("dyspareunia"), hypersensitivity ("allergic and/or hypersensitivity reactions"), rash ("rashes") and vaginal discharge ("discharge"). The patient was treated with surgery (supracervical hysterectomy (uterus only), bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the colon cancer, perforation, device breakage, fallopian tube perforation, device expulsion, genital haemorrhage, endometriosis, cystitis, infection, amnesia, dysgeusia, alopecia, dental caries, fatigue, nausea, migraine, headache, pelvic pain, abdominal pain, abdominal pain lower, abdominal distension, dysmenorrhoea, menstruation irregular, dyspareunia, hypersensitivity and rash outcome was unknown and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, amnesia, colon cancer, cystitis, dental caries, device breakage, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, infection, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, perforation, rash, vaginal discharge and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs+mr received: new events: menorrhagia, vaginal haemorrhage, colon cancer, migraine, headache, nausea, device expulsion and product lot number, lab data, reporter, patient demographic information, concomitant diseases added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration and/or perforation/perforation of internal organs / essure coil seen in the endometrial cavity / essure coils penetrating through the uterine myometrium'), device breakage ('device breakage'), fallopian tube perforation ('fallopian tube rupture eroded through the fallopian tube'), device expulsion ('malposition of essure device location of device: endometrium/one essure coil was lodged in uterus/migration of the essure device / one essure coil embedded in the adipose tissue of appendices'), colon cancer ('tumor / teratoma / cancer type: colon cancer') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure (batch no. 678812) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) not conducted, specify no / did not have the confirmatory hysterosalpingogram at 12 weeks postop". The patient's medical history included thyroidectomy. Patient is not taking thyroid medication. Previously administered products included for an unreported indication: wellbutrin. Concurrent conditions included asthma, anxiety, depression and uterine bleeding. Concomitant products included acetylcarnitine hydrochloride (neurotin), diazepam and omeprazole (protonix). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2010, the patient experienced migraine ("migraines"), headache ("headache"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced fatigue ("fatigue") and pelvic pain ("severe pelvic pain / female pelvic pain"). In (B)(6) 2010, the patient experienced nausea ("nausea"). In 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), endometriosis ("endometriosis"), cystitis ("cystitis"), infection ("infections"), amnesia ("prolonged memory loss"), dysgeusia ("metallic taste in mouth"), alopecia ("hair loss"), dental caries ("tooth decay"), abdominal pain ("severe abdominal pain"), abdominal pain lower ("severe cramping"), abdominal distension ("abdominal bloating"), dysmenorrhoea ("debilitating menstrual pain"), menstruation irregular ("irregular menstrual cycles"), hypersensitivity ("allergic and/or hypersensitivity reactions") and rash ("rashes") and was found to have colon cancer (seriousness criterion medically significant). The patient was treated with surgery (ablation on (B)(6) 2010, laparoscopic supra cervical hysterectomy with bilateral salpingectomy and mini laparotomy and supracervical hysterectomy (uterus only), bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device breakage, fallopian tube perforation, device expulsion, colon cancer, genital haemorrhage, endometriosis, cystitis, infection, amnesia, dysgeusia, alopecia, dental caries, abdominal pain lower, abdominal distension, dysmenorrhoea, menstruation irregular, hypersensitivity and rash outcome was unknown and the fatigue, nausea, migraine, headache, pelvic pain, abdominal pain, menorrhagia, vaginal haemorrhage, dyspareunia and vaginal discharge had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, amnesia, colon cancer, cystitis, dental caries, device breakage, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, infection, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, rash, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient sought treatment on multiple occasions for symptoms. She was forced to undergo a major surgery as a result of her essure implants. She has been left with serious injuries. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: the right coil was seen.; on (B)(6) 2017: essure coil seen in the endometrial cavity. Essure coils penetrating through the uterine myometrium to extending serousa and the other essure coils was reported to be within the peritoneal cavity at the level of the pelvic inlet.. Gynaecological examination - on (B)(6) 2017: essure clip was malpositioned and the 2nd clip has eroded through the fallopian tube.. Ultrasound doppler - on (B)(6) 2017: complete imaging of the ovaries. Ultrasound pelvis - on (B)(6) 2017: essure coils with left extending into the endometrium and the right is not seen; the endometrium measures 3 mm in thickness; on (B)(6) 2017: uterus small and normal in contour and position; the tip of an essure coil is visualized on the anterior tubal portion centrally located, at the level between the round ligament and the uterine corneal region. Tubes normal in appearance with the left slightly larger in diameter than the right; right tube has paratubal cysts and ovaries normal bilaterally. Liver edge small areas of fibrosis, normal gall bladder.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-nov-2020: a new reporter (other health care professional), medical history and lab data added. The patient initials were updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration and/or perforation/perforation of internal organs'), device breakage ('device breakage'), fallopian tube perforation ('fallopian tube rupture'), device expulsion ('malposition of essure device location of device: endometrium/one essure coil was lodged in uterus/migration of the essure device'), colon cancer ('tumor / teratoma / cancer type: colon cancer') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure (batch no. 678812) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specifyno". The patient's previously administered products included for an unreported indication: wellbutrin. Concurrent conditions included asthma, anxiety, depression and uterine bleeding. Concomitant products included acetylcarnitine hydrochloride (neurotin), diazepam and omeprazole (protonix). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2010, the patient experienced migraine ("migraines"), headache ("headache"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced fatigue ("fatigue") and pelvic pain ("severe pelvic pain"). In (B)(6) 2010, the patient experienced nausea ("nausea"). In 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), endometriosis ("endometriosis"), cystitis ("cystitis"), infection ("infections"), amnesia ("prolonged memory loss"), dysgeusia ("metallic taste in mouth"), alopecia ("hair loss"), dental caries ("tooth decay"), abdominal pain ("severe abdominal pain"), abdominal pain lower ("severe cramping"), abdominal distension ("abdominal bloating"), dysmenorrhoea ("debilitating menstrual pain"), menstruation irregular ("irregular menstrual cycles"), hypersensitivity ("allergic and/or hypersensitivity reactions") and rash ("rashes") and was found to have colon cancer (seriousness criterion medically significant). The patient was treated with surgery (supracervical hysterectomy (uterus only), bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, device breakage, fallopian tube perforation, device expulsion, colon cancer, genital haemorrhage, endometriosis, cystitis, infection, amnesia, dysgeusia, alopecia, dental caries, abdominal pain lower, abdominal distension, dysmenorrhoea, menstruation irregular, hypersensitivity and rash outcome was unknown and the fatigue, nausea, migraine, headache, pelvic pain, abdominal pain, menorrhagia, vaginal haemorrhage, dyspareunia and vaginal discharge had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, amnesia, colon cancer, cystitis, dental caries, device breakage, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, infection, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, perforation, rash, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient sought treatment on multiple occasions for symptoms. She was forced to undergo a major surgery as a result of her essure implants. She has been left with serious injuries. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2020: pfs received. Event¿s : nausea, migraine, headache, dyspareunia (painful sexual intercourse), severe pelvic pain, severe abdominal pain, vaginal discharge, fatigue outcome were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("migration and/or perforation"), device breakage ("device breakage"), genital injury ("fallopian tube rupture") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital injury (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("severe pelvic pain"), abdominal pain ("severe abdominal pain"), abdominal pain lower ("severe cramping"), dysmenorrhoea ("debilitating menstrual pain"), menstruation irregular ("irregular menstrual cycles"), dyspareunia ("dyspareunia"), vaginal discharge ("discharge"), infection ("infections"), hypersensitivity ("allergic and/or hypersensitivity reactions"), amnesia ("prolonged memory loss"), rash ("rashes"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), dental caries ("tooth decay"), fatigue ("fatigue"), abdominal distension ("abdominal bloating"), endometriosis ("endometriosis") and cystitis ("cystitis"). The patient was treated with surgery (underwent surgery to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, device breakage, genital injury, genital haemorrhage, pelvic pain, abdominal pain, abdominal pain lower, dysmenorrhoea, menstruation irregular, dyspareunia, vaginal discharge, infection, hypersensitivity, amnesia, rash, alopecia, dysgeusia, dental caries, fatigue, abdominal distension, endometriosis and cystitis outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, amnesia, cystitis, dental caries, device breakage, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, genital injury, hypersensitivity, infection, menstruation irregular, pelvic pain, perforation, rash and vaginal discharge to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.